Event description:
It was reported that the patient had an inappropriate shock due to oversensing via changes in the intrinsic morphology. There was both under and oversensing during the event. Technical services advised to discuss whether or not the doctor wants to make any changes. There were no additional adverse patient effects. The system remains implanted.